Event description:
It was reported that the atrial lead exhibited noise and impedance decreased to 160 ohms. The lead will remain implanted since the patient is in -terminal phase of illness-.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.